Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm fusiform abdominal aortic aneurysm approximately one month ago. The patient's iliac arteries were reported as moderately tortuous. The bifurcated stent graft was implanted through the left femoral artery and the contralateral limb was as well as an iliac extension were introduced via the right femoral artery. All the stent grafts were delivered percutaneously. Sheaths were not used to deliver any of the devices though a sheath was used to aid in angiographic imaging after placement of the device. Access sites were closed using perclose closure device. The stent grafts were delivered and deployed successfully. The procedure was uneventful. Post-operatively, the patient had right groin bleeding which resolved with manual pressure. A hematoma at the right access site was also reported status post evar procedure. Additionally, the patient was treated for hypotension which required neosynephrine IV support and subsequently resolved. The patient was discharged from the hospital on the four days post implant. The investigator assessed the hematoma as well as the hypotension as not device related. They were assessed to be related to the procedure.

Manufacturer narrative:
(B)(4). Results: patient's condition affected effectiveness of device (moderately tortuous iliac arteries), inherent risk of procedure (bleeding). Conclusions: device failure/lack of effectiveness related to patient condition (moderately tortuous iliac arteries).